Manufacturer narrative:
Additional information received that this occurred as part of routine testing.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the pump is outside of its warranty period and there is no record of the device being returned previously for the repair of a similar problem. A product sample was received for evaluation. Visual and functional testing were performed. The pump showed signs of damage and/or impact. Inspection of the pumps event log found "no cassette" messages were previously displayed but the pumps keypad, downstream occlusion sensor and cassette detection switch were found to be functioning properly. The pump passed all tests and was found to be operating properly. The reported issue was verified. The root cause of the reported issue was found to be a broken/fractured downstream occlusion sensor. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced. The device was calibrated and software was installed. The device passed all functional and delivery test.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be good physical condition. The reported complaint was verified in the event history log. However, the pump was found to be operating correctly, including the keypad, downstream occlusion sensor, and cassette detection switch. The pump passed all functional tests. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump alarmed for system fault. No adverse effects were reported.